Manufacturer narrative:
This is in response to a voluntary medwatch that was submitted by a user facility with the addition of an implanted device that was returned for product analysis. Unknown about the second implant on the original voluntary medwatch. Device has been returned to the manufacturer; therefore, product evaluation is possible. A visual microscopic and macroscopic examination was performed by a product engineer revealed that the bone screw component of the multi-axial screws confirm that a fracture has occurred due to loading. Parts appear to have been made to specifications.

Event description:
Date of implant: (B)(6) 2002. It was reported on a voluntary medwatch # (B)(4) by a user facility, that a patient underwent an l4-5 gil laminectomy with posterior instrumentation. Over the past year, the patient complained of increasing back and lower extremity pain. Lumbar MRI reportedly revealed questionable non-union at level l4-l5 secondary to broken pedicle screws at l5. The patient had revision surgery to remove broken pedicle screws fragments. No patient complications reported.